Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set it does not retract properly. The following information was provided by the initial reporter. The customer stated: "material no. 367342 batch no. 2048042 it was reported that defective locking mechanism for wingset, does not retract properly."

Manufacturer narrative:
Investigation summary: bd did not receive samples or photos from the customer in support of this complaint therefore, 30 retention samples from the bd inventory were subjected to function retraction lock-out testing to test for proper cannula retraction. All retain samples passed testing exhibiting no evidence of retraction failure. Therefore, this complaint cannot be confirmed based on retain sample testing results. Based on a review of batch records, and investigation results no root cause from manufacturing was identified as a contributor. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® push button blood collection set it does not retract properly. The following information was provided by the initial reporter. The customer stated: "material no. 367342 batch no. 2048042 it was reported that defective locking mechanism for wingset, does not retract properly."